Event description:
It was reported that the pt underwent a tlif at l4-5 with posterior dynamic rod fixation at l3-5. It was reported that the pt was experiencing pain and underwent additional surgery to remove the hardware. During the removal, it was noticed that the right sided rod was fractured. It was reported that fusion was complete and no additional hardware was implanted. No pt complications were reported.

Manufacturer narrative:
Two rods, six bone screws, and six setscrews were returned to medtronic for eval. One of the rods had a fractured cable. Failure of the fibers occurred at the rod flange. A review of the device history records found no documentation to indicate a non-conformance to spec.